Event description:
Customer initially reported experiencing issues with a cartridge that led to repeatedly having to load a new cartridge without resolution. There was no reported impact to the customer¿s blood glucose level. As the customer declined further troubleshooting, there was no additional information received regarding the outcome of the event or any corrective actions taken.